Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 125 mcg/ml unknown baclofen at a dose of 28.17 mcg/day via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that the pump was alarming or beeping on (B)(6) 2017. The patient had a refill last (B)(6) 2017. The patient stated the pump was not working and he had some spasms in both of his legs and they were getting stiff. The patient heard a loud beeping constantly. The patient mentioned he was meeting with the doctor tomorrow morning, (B)(6) 2017. The patient mentioned his doctor told him the pump would last 5 years from 2011 when it was implanted. Additional information was received via a healthcare professional (hcp). It was reported that a motor stall was seen at initial interrogation and the patient had not recently had an MRI. The motor stall occurred on (B)(6) 2017 per the logs. The motor stall was active and stopped pump may exceed tube set was seen. The symptom of increased spasms was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a pump revision on (B)(6) 2017 and the affected pump was sent to the lab for analysis.